Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed to complete the booting process. No patient was involved, and no adverse event or harm was reported. A getinge field service engineer (fse) inspected the device. Upon powering on, the system displayed the boot screen but did not proceed further, indicating a boot failure. The fse replaced the front end board (d670-00-1164). After replacement, the on/off switch functionality was verified and found to be working properly. However, the unit still did not boot correctly. Subsequently, the system software was reinstalled. After installation, initial checks were performed, including verification of all gas manifold test parameters, which were found to be within specification. Following these corrective actions, the unit booted successfully and operated normally. The unit was confirmed to be functioning properly and was handed back to the user department for clinical use.